Event description:
The customer stated that she was hospitalized with a low blood glucose of 28 mg/dl. The customer stated that she was experiencing seizures as well. The perceived cause of the low blood glucose was that the insulin pump settings needed to be adjusted. After the hospitalization, the customer's settings were adjusted, and she had no further issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.